Event description:
An inotrope patient was on a curlin pump. Upon hanging a new bag, presumably containing more medication, he was presented with a list of pharmacy-prepared programs. The list contained programs from the previous patient as well as his own program. The patient chose the wrong program. Instead of "continuous", which was the pump should have been set to, it appears the patient chose a tpn-based program. The inotrope was delivered at a rate much higher than what was ordered. The patient was admitted into ICU as a result of the over-delivery.

Manufacturer narrative:
The device was not returned for evaluation. However, through follow-up contact with the complainant, moog has reached the following conclusions. The pump operated as specified. In fact, the evidence shows that event referenced in this report resulted from a user's failure to follow instructions. As mentioned in the complaint, the patient was able to change the pump program. Because the pump was functioning according with manufacturing specifications, moog considers the referenced complaint a human error, and not a product malfunction. The patient should have received a pump with only one program available. The "between patient procedure" outlined in the user manual wasn't followed properly by the infusion provider (see user manual references below.) Please note that each ambulatory infusion pump on the market addresses clearing old patient programs and data in its own way. The prescribing facility was fairly new to the product and did not consider the differences between the curlin and the previous pump they used. Multiple pump features are available which are designed to lessen the risk of an occurrence such as that described in this complaint: 1) clearing the previous patient's program and data: the user manual describes on page 49 of the user manual under "clearing patient information" the steps necessary to clear previous rx. Before starting any new program. 2) in between patient checks: in the "procedure for checking pumps between patients" section (page 160) under "set biomed clinical menus items (page 163) point "d" step, the manual clearly states "clear the pt data from the pump". 3) customers also have the option of turning off delivery modes within the pump biomed settings so that there is no possibility that the user can access a different delivery mode. The prescribing facility opted not to use this option. 4) drug error reduction software is available to all customers. This software would allow the facility to customize the pump to contain only the specific program(s) needed for the specific patient. 5) in addition, a lock level table in the user's manual outlines what a patient is able to do without an access code. Device was not returned to manufacturer.